Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that programmer contained internal contamination throughout. It was also indicated that the upper and lower case handles were broken, the power cord bay assembly latch was broken, and the electrocardiogram connector of the link electronic module (lem) board was loose. The programmer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.